Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial lead was surgically explanted and replaced due to an unspecified product performance issue. Additional information was received confirming this lead dislodged during a bypass surgery procedure the patient was having, the lead actually fell apart during the explant procedure and it will not be returned. The dislodgement was verified via x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: (device codes): code "a0203 - defective device" was missed from the initial report. (Evaluation conclusion codes): changed to code "d01 - caused traced to device design" corrected field: (impact codes) code "f12 -- serious injury/ illness/ impairment" was removed as do not apply" this product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. The associated investigation has determined that this lead's separation during removal results from a mixture of lead handling, patient anatomy, and lead design.

Event description:
It was reported that this right atrial lead was surgically explanted and replaced due to an unspecified product performance issue. Additional information was received confirming this lead dislodged during a bypass surgery procedure the patient was having, the lead actually felt apart during the explant procedure and it will not be returned. The dislodgement was verified via x-ray. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was surgically explanted and replaced due to an unspecified product performance issue. Additional information was received confirming this lead dislodged during a bypass surgery procedure the patient was having, the lead actually fell apart during the explant procedure and it will not be returned. The dislodgement was verified via x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: h6 (device codes): code "a0203 - defective device" was missed from the initial report. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.